Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that one day post implant procedure, the patient presented for follow-up. During the post-operative check, it was noted that the right ventricular (rv) lead exhibited high capture threshold. The lead was explanted and replaced on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Additional information: h2, h3, h6.